Event description:
The customer reported the system had a collimator adjustment error. The fse reported the customer was unable to use the images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.